Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was not returned for evaluation. Device history record was reviewed and showed reported scraps relating to the reported failure: component issue, operator failure, process dimensional defect, incorrect hypotube insertion. Review of the manufacturing procedure document showed, all sheath are inspected for damage after the assembly of the sheath. Therefore, all devices met specifications, and are free of damage upon released. Possible root cause for the detached sheath could be due to the sheath being pulled out from the depth setter. The bent needle reported by the customer could have contributed to the difficulty of retracting the needle, bent needle most was likely due to excessive force by the user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a diagnostic procedure the needle was found bent and impossible to retract. The needle was removed and was observed to be bent and unsheathed. The intended procedure was completed with no patient harm or injury reported. No user injury reported.